Event description:
Boston scientific has become aware of the following event: the lesion being treated was 90% of stenosed and no calcified in lcx proximal. When the physician withdrew the catheter after imaging, it was stuck with the zeon proneur tourer gw.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.